Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to out-of-range shock impedance (value unknown). The presenting electrogram was clean and artifact-free on both the right ventricular (rv) and shock channels. The crt-d and rv lead (non-boston scientific product) remain in service and no adverse patient effects were reported. Additional information received indicated that the crt-d recently alerted due to high, out-of-range atrial pace impedance and that the out-of-range shock impedance was also high. The increases had been sudden. The crt-d also disabled the minute ventilation feature due to detection of artifact on the atrial lead. Further review of the leads was recommended by technical services. Recently, the crt-d alerted due to left ventricular pace impedance of 2,795 ohms. The device was programmed to vvir-rv only, and tachy mode was off. Further review of the device data was recommended.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to out-of-range shock impedance (value unknown). The presenting electrogram was clean and artifact-free on both the right ventricular (rv) and shock channels. The crt-d and rv lead (non-boston scientific product) remain in service and no adverse patient effects were reported. Additional information received indicated that the crt-d recently alerted due to high, out-of-range atrial pace impedance and that the out-of-range shock impedance was also high. The increases had been sudden. The crt-d also disabled the minute ventilation feature due to detection of artifact on the atrial lead. Further review of the leads was recommended by technical services.